Manufacturer narrative:
Other text: d4 and g5 are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Information received a smiths medical endotracheal tube softens, this in turn caused patient to have lower oxygen saturations.